Event description:
Alleged trendelenburg is not staying in the desired position when weight is applied to the bed.

Manufacturer narrative:
The facilities engineer replaced the trend gas springs to repair the bed.